Event description:
It was reported that the tubing connected to the female connector of connection to cannular indwelled in patient was detached and blood leakage was observed. Evaluation only. (Cdp model#: vd1349ts(pl)_, lot#: pf0165mt).